Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 30mmol/l. The current blood glucose level was 19mmol/l. Insulin pump had keypad anomaly. Customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving with no input. The block mode was inactive. Customer also stated that the insulin pump was not in progress a the time the button was unresponsive . No further patient complications were reported. Troubleshooting was performed. The device will not be returned for analysis.